Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, to remove stones the physician used a cook memory hard wire basket. It was reported that the basket broke during the stone removal process after entering the bile duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Our evaluation of the photos provided confirmed the report. The distal end of the device is shown with the basket advanced. It can be seen on of the basket wires has broken at the proximal end but appears to remain securely attached at the basket's distal tip. No portion of the basket wire appears to be missing. Additionally, a brownish-yellow substance is observed at the distal end of the basket wires and within the distal clear catheter. In vivo photos were provided as well cataloguing the different parts of the procedure, however, as they are blurry it is difficult to interpret what is being depicted/ inconclusive for visualizing the basket wire breakage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report of basket wire breakage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.